Event description:
It was reported that the patient presented in-clinic for a scheduled right-atrial (ra) lead revision as previously it was noted that the ra lead exhibited increased capture threshold and was suspected to be dislodged. As a resolution the ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. A complete lead was returned in one piece. The reported event of unacceptable threshold was confirmed. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation, abrasion was noted at 28.4 cm ¿ 28.6 cm from the connector pin and exposing the outer coil proximal to the suture tie impression. The cause of unacceptable threshold is consistent with friction to device can.